Event description:
It was reported that the device performed a warmstart and displayed a device failure during use . There was no patient injury reported.

Manufacturer narrative:
The affected device was checked by service technician on site and a device failure 13.01.040 was found. But there was no further information available for a detailed investigation at the manufacturer¿s site. Neither a logbook nor a service report nor information regarding exchanged parts were available. The investigation assumed that the error code 13.01.040 was most likely generated due to a faulty mixer cartridge that had overloaded the operating voltage. Consequently the device performed a warm start to remedy the issue. As a safety feature of the ventilator, the device software analyzes and verifies proper software operation and hardware function. If this internal monitoring detects a deviation, the device generates a visual and audible alarm in order to alert the user of the deviation. As a remedy measure a warm start might be initiated. For a warm start, the device briefly switches off and then on again. During this time, an emergency-breathing valve opens, allowing the patient to breathe spontaneously. If the boot sequence of the warm start is successfully completed (duration approx. 8 seconds), ventilation is continued with the previous parameters. Directly with the start of ventilation an alarm "mv low" is triggered, which continues until the applied volume is greater than the lower set limit for the minute volume. In the event of an unsuccessful warm start, a continuous audible alarm would be activated, and the emergency-breathing valve would remain open. The warm starts are repeated until the unit is switched off. Manual ventilation with an alternate device may be considered necessary. The affected device reacted as specified and attempted to remedy an internal deviation by initiating a warm start. The warm start was alarmed accordingly. Checking the mixer cartridges is recommended. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation was started; the results will be provided in a follow-up report.

Event description:
It was reported that the device performed a warm start and displayed a device failure during use. There was no patient injury reported.